Manufacturer narrative:
There is no further information available. Should additional information become available, this report will be updated accordingly.

Event description:
Boston scientific received information that during a post operation check, the shocking right ventricular (rv) lead impedances were displaying less than 20 ohms. Additional tests were performed which showed some stable shock impedances, however most measurements were less than 20 ohms. Technical services discussed potential system integrity concerns and recommended a max energy shock to further evaluate. The patient is scheduled for additional testing in the next few weeks.